Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed errors c-00 in the system logs and replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system had an error "activation has been interrupted" occurred, along with errors u-02 and c-01. An intuitive surgical, inc. (Isi) technical support engineer (tse) verified the errors in the system logs, and assisted with integrated electrosurgical unit (iesu/erbe) troubleshooting, still the issue persisted. The tse inquired if the customer had a forcetriad generator, or a vision side cart (vsc) that was currently not in use. The customer did not have any of the listed options. The customer called back to report an error c-01 when trying to use the bovie pen. The customer power cycled the erbe but issue remained. The customer tried both ports but issue remained. The erbe started working fine with isi instruments. The customer proceeded without the use of cautery. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed. The reported failure was unable to be replicated. The unit energized/cauterized, and all ports recognized instruments. The error logs showed error c-00 occurred.

Event description:
Refer to h10/h11 for follow-up information.